Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the directions for use.

Event description:
It was reported that post-coronary stenting drug eluting treatment procedure, sub acute thrombosis occurred. The 90% stenosed de novo target lesion was located in the mildly tortuous (although a significant bend of >45 was reported) proximal right coronary artery (rca). The lesion length was 33mm and vessel diameter was 2.75mm. The patient anatomy was accessed through the femoral artery, where a jr 3.5 guide catheter and a non-bsc guide wire were advanced to the lesion site. Then a non-bsc balloon 2.5x20mm was advanced across the lesion and used to predilate the area at 20atms, resulting in 60% residual stenosis. Next, taxes liberate palliate-eluting coronary stent 2.75x38mm was advanced and deployed at the lesion site. The stent was post-dilated with an unspecified balloon 2.75x15mm at 18atms for 45 seconds. Residual stenosis was noted to be 20%. The physician noted that the stent or a portion of the stent did protrude into the lumen or necrotic core of the plaque during implant. Medications administered prior to the procedure were heparin; during the procedure and post procedure included aspirin and clopidogrel. Four days post-procedure "non-evident" sub acute thrombosis occurred. No further information is available.